Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported the hcp recently had a patient who appeared to be allergic to the pump material and ultimately extruded his pump. The patient was evaluated for infection, but no markers were found. The hcp requested information regarding the specificity and sensitivity of an allergy test kit. The hcp had a kit that was 15 years old. The hcp wanted to know how to obtain an allergy test kit. It was discussed that the manufacturer no longer distributes allergy test kits. The hcp was advised to consult with a allergist or immunologist. A list of component materials was provided to the hcp.